Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to hyperoptic surprise. The lens was replaced with a lens drt 24.0 diopter in a secondary procedure. There was no patient injury. It was reported that there was a calculation issue. There were sutures performed. The patient's the daily activities are affected. The patient is in the early healing process. The patient did not seek any medical attention or medication prescribed. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 04/29/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. No issues that would have caused or contributed to the complaint event were identified. Conclusion: the complaint issue "unexpected postop refraction", "explant", and "sutures" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.